Event description:
It was reported that the customer was having a problem with the sensors. Customer could not upload and pump does not seem to communicate with the sensor. Customer could not upload to (B)(4) at home or at work. Customer stated that she no longer wears the sensor since sensors do not seem to communicate with the pump very well. It was confirmed that the pump did not have an alarms in the alarm history. Customer was unable to troubleshoot since the customer was no longer using continuous glucose monitoring system. Customer was using windows vista and was assisted with the upload steps. Customer stated that she was unable to upload. Troubleshooting was performed but the pump was not found and will need to be replaced. No additional information provided.

Manufacturer narrative:
Findings: the test minilink transmitter with the glucose sensor simulator communicates properly to pump. No unexpected cal error or change sensor alerts during testing. However, pump unable to download to the (B)(4) software due to a47 alarms in alarm history screen. A47 alarms due to corrupted history file. Pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. (B)(4).